Event description:
It was reported that there was a trend arrow issue. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).